Event description:
During a coronary intervention treatment procedure, crossing difficulties were encountered and the express2 4.0 8mm stent embolized. The left main was found to have a calcified, 60% ostial stenosis. The physician pre dilated the 90-95% lesion in the curcimflex, resulting in 50% residual stenosis. He then attempted, twice, to advance an express2 stent without success. Following the removal of that system, he upsized the guide catheter to allow for better guide support and for stiffer guidewire. The physician then attempted to advance an express2 4.0 x 8mm stent to the target lesion. The stent could not be passed through the stenotic area, and as the delivery system was being removed, the stent was apparently stripped off the balloon. This was not immediately recognized and the physician then attempted to advance an express2 4.0 x 12mm stent. He could not advance the 2nd stent through the calcified left main stenosis and the 2nd stent from the left main, but were unsuccessful. The patient experienced brief shoulder discomfort, but was hemodynamically stable and had timi 3 flow throughout the procedure. There was severe damping of the lm pressure with each engagement of the lm. The patient was taken for emergency 3-vessel coronary bypass surgery 4 hours later. The stents were not retrieved. The patient is reported to be doing well. Per the reporter, the physician did not feel that here was device failure. It is believed that the patient's anatomy and level of calcification contributed to the difficulties encountered in this procedure and subsequent surgery.